Event description:
It was reported that the batteries exhibited several critical battery alarms and power disconnect alarms. The controller exhibited unexpected power loss. The controller and batteries remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 31-jan-2021 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 15-jan-2020. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 31-jan-2021 / serial#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Mfg date: 15-jan-2020. Labeled for single use: no, (B)(4). Heartware ventricular assist system battery, model #: 1650 / catalog #: 1650 / expiration date: 30-nov-2020 / serial#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Mfg date: 30-nov-2019, labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 30-nov-2020 / serial#: (B)(4). UDI #: (B)(4). Device available for evaluation: no, mfg date: 30-nov-2019. Labeled for single use: no. (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one (1) controller (B)(6) and four (4) batteries (B)(6) were not returned for investigation. Raw log files were not available for analysis. Review of the available autologs report revealed seven (7) controller power up events with associated pump start events were logged on 19/mar/2021 at 11:20:06, 29/mar/2021 at 18:06:50, 31/mar/2021 at 12:31:33, 08/apr/2021 at 06:49:13, 22/apr/2021 at 17:21:06, 29/apr/2021 at 12:09:34 and 03/may/2021 at 11:43:01. The controller was without power for 10 seconds, 9 seconds, 11 seconds, 12 seconds, 20 seconds, 8 seconds, and 15 seconds, respectively. Review of the available autologs report also revealed seventeen (17) critical battery alarms logged with a battery capacity above 10% relative state of charge (rsoc) involving (B)(6). In addition, review of the available autologs report revealed thirty-two (32) power disconnect alarms involving (B)(6). As a result, the reported event was confirmed; however, the cause of the critical battery alarms and power disconnect alarms could not be determined as raw log files were not available for analysis. There is no evidence that a power source lubrication procedure was performed on the batteries. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the critical battery alarms involving a battery above 10% rsoc event may be attributed to communication errors between the controller and batteries. Possible root causes of the power disconnect alarms can be attributed, but not limited, to a momentary disconnection on the communication pins of the controller, the controller not receiving responses from the battery, packet error checking method detecting bit errors, and/or a battery malfunction. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Additional products: d4: serial #: (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02, d15 d4: serial #: (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02, d15 d4: serial #: (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d15 d4: serial #: (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.